Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2013; 1258t st. Jude lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The twos discriminator failed to withhold therapy and the patient received an inappropriate shock. The lead and the implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.